Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined.(B)(4).

Event description:
It was reported that the tip of the wire was broken. A .038 accustick¿ ii was selected for use. During the procedure, it was noted that the tip of the wire was broken inside the patient and was not retrieved. No further patient complications were reported.